Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for associated lot numbers h12j11037, h12g27079, h12k09112 and h12h31095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.the problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported that the patient had on going peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis. The patient has not yet recovered from this event. (B)(4).

Manufacturer narrative:
(B)(4). Approximate date - (B)(6) 2012. Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.